Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Per t:slim g4 user guide: for adults (ages 18+) only sites on the belly are approved for sensor insertion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on the customer's back and was not within line of sight of the pump. The customer moved the pump and transmitter within line of sight and connection resumed. No additional patient information was available.